Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that multiple occlusions occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 500s mg/dl. Cause was not known. A manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.